Event description:
Customer hospitalized dka due to high bgs. Stated there were no alarms. Changes set as instructed. No scar tissue or irritation at site. Does not reuse syringes. Device was accidently exposed to tap water for a matter of seconds. Is taking medication for another condition. Was instructed to contact dr regarding manual injection, monitor bgs closed as bgs stablize.